Event description:
A peritoneal dialysis (pd) pt reported drain complications mainly in the last drain. Tech support checked the pt's treatment history and found the following: the reported drain 4 volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill. The pt noted she has recently started using a longer drain line which ends up coiling on the floor which she thought could have contributed to the slower drains. She was advised to straighten the lines out. The pt reported she would revert back to using shorter line to complete treatment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.